Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners during visual inspection. The pump was unable to confirm motor position encoder error alarm in alarm history due to displayable history crc check failed at startup alarms. The pump was received with displayable history crc check failed at startup alarms due to corrupted history files. The pump was received stuck in motor error alarm loop during bolus delivery. The motor may have had intermittent failure. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was 8.3 mmol/l. The customer stated that the pump was not exposed to high magnetic field. The customer mentioned that the drive support cap was not damaged. The customer will be sent a replacement pump.